Event description:
The customer reported phone call that they had a rewind anomaly. Customer stated the insulin pump was stuck in the rewind mode. The customer did not report any alarms occurring on the insulin pump. Customer was unable to troubleshoot as they were currently hospitalized for a non-diabetic reason. Customer's blood glucose was 288 mg/dl. The customer's blood glucose was treated with a manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.